Event description:
According to the available information the implant was explanted and replaced due to it no longer inflating. The reservoir was empty. After the implant was replaced the probable defect was in the pump connection ducts.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed to be associated.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation surfaces appear to have varying degrees of degradation. These components were released according to manufacturing and quality control procedures. The device was functioning properly for over 10 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the implant was explanted and replaced due to it no longer inflating. The reservoir was empty. After the implant was replaced, the probable defect was in the pump connection ducts.